Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) due to signs of previous moisture presence and corrosion on the force sensor connector, at the bottom of the battery compartment, and on some components located on the battery board. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received critical error alarm. The insulin customer was not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.